Manufacturer narrative:
Records indicate that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a large fluctuation in right atrial impedance measurements. There were no stored atrial tachy response (atr) episodes. The patient will be undergoing an ablation procedure. There were no reported symptoms or adverse patient effects.